Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock had movement and a residue buildup is present. The index knob, the lock and other parts of the device are worn and replace worn internal parts. The observed condition is likely caused by wear and tear / improperly maintenance of the device. The definite root cause cannot be reliably determined. The device exceeds its expected life of 7 years. ( lot code 004, manufactured on 2000). It is highly recommended that the device undergo a periodic or yearly general cleaning and pm. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00655.

Event description:
This is 2 of 2 reports. A facility reported that clamp on the base unit was broken and was involved in an unspecified patient injury. There was no known surgery delay.